Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient and event information. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's ipg became inoperable following an unrelated surgery. The clinician programmer was unable to recover the ipg. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.